Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify, for the device that had a ¿broken arm¿ was one side of the jaw of the device broken (bent, misaligned)? If not, was another portion of the device broken? Customer responded: ¿I spoke to the nurse in the room regarding the clip appliers and I was told that the broken ¿arm¿ was one side of the jaw that was broken, therefore it was misaligned and the clip did not expel properly¿.

Event description:
It was reported that during an unknown procedure one device had a broken arm. It is unknown when this was discovered or what was meant by broken arm. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p9477w. Device analysis: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the jaw was readjusted and in the next actuations, 8 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.